Event description:
Patient was in compression at mammography machine and stereotactic biopsy was underway. Suddenly the mammo machine began to rotate. The needle was in the breast, but upon rotation the needle exited the breast. The biopsy team immediately took action to stop the machine from rotating and remove the needle from the patient. After the tissue samples had been obtained during stereotactic breast biopsy, the mammography gantry moved unexpectedly while the biopsy needle remained in the patient's breast. The team recognized the movement immediately, stopped the procedure, and promptly removed the needle. There was no evidence of additional physical injury resulting from the unexpected movement. The tissue sampling portion of the biopsy was completed; however, a marker clip was not placed. At this time, there is no plan to repeat the biopsy solely for clip placement.Manufacturer response for Stereotactic biopsy machine, Selenia dimensions (per site reporter).Hologic was onsite today to inspect the machine and found no safety concerns. There was a question regarding potentially loose bolts; however, their inspection confirmed that no loose bolts were present. Out of an abundance of caution, Hologic has recommended replacing all switches that control machine rotation.